Event description:
During service testing, baxter service technician reported that the failure cod 814:04 occurred in the event history. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.